Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular lead. The lead also exhibited low impedance values and a high number of short interval counts (sic) due to oversensing. A fracture was suspected and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to abrasion while in vivo. It was noted that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data collected from the device indicates the lead failure predictor occurred on(B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.